Event description:
It was reported that an alert 60 occurred after device restart, consistent with a bluetooth communication board error on the ilet, and the device was replaced with backup therapy advised until the replacement was obtained; blood glucose levels were reported unaffected and there was no hospitalization. Symptoms included no clinical effects. Outcomes included no impact on health and continued cgm use until the replacement arrived. The device was returned for investigation. Preliminary investigation of this case revealed a communication malfunction localized to the ble board consistent with an internal electronics fault. The alert was confirmed when the device was first received by beta bionics failure investigations. The device was then retested for ipx8 leaks and was flagged for a leak. The device was opened and no corrosion was found to indicate liquid ingress, and alert 60 was no longer active when the device was powered back on. Multiple restarts were not able to restart the alert. The cause was unable to be determined due to the alert not recurring, however the hoverboard shall be replaced as a precaution.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.